Event description:
(B) (4).same case as MFR ID#: 2134265-2010-01972.it was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced a gi bleed. The 80% stenosed and 20mm long target lesion was located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.25mm. The lesion was treated with predilation and placement of a 3.0x24mm taxus liberte stent and post dilated. Following post dilation, a type c dissection was noted distally and was treated with an overlapping 3.0x8mm taxus liberte stent. The patient was discharged 1 day later on aspirin and prasugrel. At 12 days after discharge, the patient was hospitalized for a gi bleed. It is the opinion of the physician that the event of gi bleeding is possibly related to the antiplatelet medication and is unrelated to the taxus liberte stent.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
Same case as MFR ID#: 2134265-2010-01972, 2134265-2010-02306. It was further reported that the 3.0x24mm taxus liberte stent was post dilated with a 3.5x12mm quantum maverick balloon at 14atm for 14 seconds and 16atm for 10 seconds. The balloon was removed so the vessel could be visualized and was reinserted and inflated at 20atm for 18 seconds. The dissection noted following post dilation was reported to be an edge dissection.

Manufacturer narrative:
(B)(4).